Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, locator, carrier tube, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were found to have been assembled. However, the hemostasis sheath was found to have been fractured into pieces in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record ( DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cl director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that defective item received from ir and holding in cs have unused item from same lot number that has the same defect occurring. Plastic crumbling after the deployment sheath was advanced into position, the physician attempted to deploy the angio-seal and the sheath began to crumble and fall apart while still in the patient causing device failure. The sheath and seal assembly were removed together, and manual pressure was applied to achieve hemostasis. The visible pieces of the sheath were removed by the physician however, it is very likely that some small pieces remain inside the patient. There was hematoma after the device failure. The sheath should be soft and flexible. The device and packaging has been retained. The procedure being performed was an angiogram. Additional information was received on 05aug2024: the angio-seal is stored in a pyxis on the bottom shelf in the box it is packaged in. The facility does not have a whole room sterilization equipment in place. It is unknown if there were warnings provided in the case box regarding storage of the device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. At the time, the patient was in critical condition, however, not due to closure. The hematoma was approximately 3cm. There was minimal blood loss. They do not believe the patient had a bleeding disorder. There were not multiple sticks performed to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. To treat the hematoma pressure was held when device had the issue and the hematoma was resolved, and hemostasis was achieved.